Manufacturer narrative:
Results: the pusher assembly was stuck inside the detachment handle. Once the detachment handle was disassembled, it was noted that the pusher assembly was bent inside the handle, keeping it from being removed. The pusher assembly was straightened and removed from the detachment handle and the handle was reassembled. The unit was tested for pull force and throw distance on the production test fixture and passed the tests for throw distance and pull force. The handle is fully functional. Conclusion: the complaint was confirmed as reported; the pusher assembly would not be removed from the detachment handle in the returned condition. The bend in the proximal end of the pusher assembly suggests a double actuation of the detachment mechanism. If after detaching the coil, the handle was forced forward and actuated a second time, the pull wire tube would push against the internal structure of the handle and bend as observed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The patient was being treated for an ica aneurysm. The penumbra coil 400 detachment handle detached coils numbers 1 through 10 without issue, but on coil number 11, the handle could not be removed from the proximal end of the pusher. A second detachment handle was used for the remainder of the case.